Event description:
A doctor's office alleged that six (6) patients had experienced the debonding of a crown approximately one (1) to two (2) weeks after placement with the maxcem elite bulk product. This is the sixth of six (6) complaints.

Manufacturer narrative:
Specific information with regard to the patient's gender, age, and weight was not provided. The patient retrieved the crown and returned to the office. The doctor cleaned out and re-cemented the crown using a different product. To date, the patient is doing fine. A physical evaluation was performed on the returned product, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.